Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the mechanical drive cables to be intact. No cable strands are frayed. The grips open and close and the wrist pitches appropriately. Engineering also observed one wire to have damaged insulation at the yaw pulley, exposing bare wire. The yaw pulley exhibits localized melting on either side of the wire damage which is indicative or arcing. Electrical continuity passed. No other damage found.

Event description:
It was reported that prior to use, the fenestrated bipolar forceps instrument was observe to have cables exposed at the tip. No additional information was provided. No pt harm, adverse outcome or injury was reported.